Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known the device was not returned.

Event description:
It was reported that the catheter from the tracheal suction catheter kit failed dimensional analysis. The product was detained at the border by FDA customs, where it was randomly selected to be sampled and sent to an FDA selected laboratory for inspection.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿this is a single use device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristic of the device, which may lead to device failure and or lead to injury illness death of the patient." The device was not returned.

Event description:
It was reported that the catheter from the tracheal suction catheter kit failed dimensional analysis. The product was detained at the border by FDA customs, where it was randomly selected to be sampled and sent to an FDA selected laboratory for inspection.